Manufacturer narrative:
The device was manufactured between may 20, 2019 - may 21, 2019. Three (3) devices were received for evaluation. A visual inspection was performed which observed bottom weld defect of sample one (1) and left side weld defect on sample two (2) and three (3). Functional testing was performed which observed a leak coming from the weld defects on all three samples. The reported problem was verified. The cause of the weld defect was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seam of three (3) units of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags came "apart on the left bottom corner with the side with the ports considered the bottom". This was identified during fill. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to b2: outcomes attributed to ae ¿ removed ¿disability¿ as there was no adverse event or disability involved in this report. (Previously selected ¿disability¿ in error). Should additional relevant information become available, a supplemental report will be submitted.